Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. H11: the actual device and a video of the sample were received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed on the actual, and a leak was noted from the administration spike port bonding area. The video was visually reviewed, and leakage was identified at the administration spike port. The reported condition was verified. The cause of the reported condition was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was observed prior to patient use. There was no patient involvement. No additional information is available.